Event description:
It was reported that embolization occurred. A left atrial appendage closure procedure was performed and a watchman flx closure device was implanted. At the routine 45-day follow up, computed tomography showed that the device was hanging on the left atrium and will need to be explanted. The patient was experiencing no adverse symptoms.

Manufacturer narrative:
H6: evaluation method code added. H6: evaluation results code added. H6: evaluation conclusion code updated from 'no problem detected' to 'known inherent risk of device'. Procedural media was provided to aid in the investigation and reviewed by a boston scientific medical director. One procedural intracardiac echocardiogram (ice) still image and two post-embolization computed tomography (CT) images were provided for review. The ice image showed the deployed closure device in the left atrial appendage in an acceptable position. However, from the image, it was not possible to assess whether release criteria were met and therefore not able to discern a possible cause for the embolization. The two CT images confirmed the reported closure device embolization into the left atrium.

Event description:
It was reported that embolization occurred. A left atrial appendage closure procedure was performed and a watchman flx closure device was implanted. At the routine 45-day follow up, computed tomography showed that the device was hanging on the left atrium and will need to be explanted. The patient was experiencing no adverse symptoms.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.